Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified white particles on the surface of the device. The white particles were removed and sent to an external laboratory for analysis, but they were not able to identify the source of the particle according to the analysis performed. The particles were not considered workmanship since the device was not received in the original sealed packaging. Based on the device analysis the final assessment was the particles material was sent to an external laboratory; however, it was not possible to determine the source of the particles. According the report both samples display the same composition and there was no variation between the different samples. No issues found related with the manufacturing process. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "a microparticle is observed so it is decided not to use it for the safety of the patient, thinking that the implant may have a manufacturing defect¿ and "when removed the implant from its box a white powder was noticed on the surface of the primary packaging, so product was not used". A replacement device was used.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported "a microparticle is observed so it is decided not to use it for the safety of the patient, thinking that the implant may have a manufacturing defect¿ and "when removed the implant from its box a white powder was noticed on the surface of the primary packaging, so product was not used". A replacement device was used.

Event description:
Healthcare professional reported "a microparticle is observed so it is decided not to use it for the safety of the patient, thinking that the implant may have a manufacturing defect¿ and "when removed the implant from its box a white powder was noticed on the surface of the primary packaging, so product was not used". A replacement device was used.